Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 08/2025). H11: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a chronic catheter placement procedure, the device cuff was allegedly sliding up and down. It was further reported that the cuff allegedly failed to adhere to the catheter. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 8fr power hickman s/l catheter was returned for sample evaluation. Visual, microscopic visual tactile and functional evaluations were performed. The tissue cuff was not seated properly on the catheter and fiber disturbance was noted. The tissue cuff was noted to move freely throughout the catheter. Therefore, the investigation is confirmed for the reported tissue cuff sliding up and down issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 08/2025), g3. H11: h6 (method, result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a chronic catheter placement procedure, the device cuff was allegedly sliding up and down. It was further reported that the cuff allegedly failed to adhere to the catheter. The procedure was completed using another device. There was no reported patient injury.